Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device internally dumped the energy after charging up to defibrillate the patient and self-changed modes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log confirmed the analysis event described on (B)(6) 2021 is normal operation of the device. The log showed the device powered up in manual mode and about a minute later 4 analyses were performed. At no time during the analyses event did the user enter the device into a charged state. The users device is not configured to automatically charge upon identification of a shockable rhythm. However, the customer did indicate that they realized what was happening and resolved it by enabling the device to auto-charge when analyzing. The log shows no errors at the time of the reported event that would have prevented the device from charging or delivering a shock. The device was recertified and returned to the customer. No trend is associated with reports of this type.